Manufacturer narrative:
Device evaluation: a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle on the suspect device broke off in the patient after injection. The patient had an x-ray at changing people's hospital and the needle was detected in the subcutaneous tissue. Due to the "hospital condition", the doctor suggested transfer to another hospital if the patient desired to have the needle removed. At the time of report, no further interventions were performed.

Manufacturer narrative:
Result - the manufacturing site received 2 open and 12 sealed pen needles from the reported lot number 4282400, catalog 320165. A visual examination was carried out and it was observed that the IV end cannula was broken on one of the open samples. No issues were observed on the 13 remaining samples. A review of the device history revealed no abnormalities during the manufacture of the reported lot number. Conclusion - bd was able to confirm the customer's indicated failure mode based on the sample returned. The potential cause of this issues lies at the shielding station in the bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle either penetrating the shield, or becoming folded over the shield. If the user tries to straighten the cannula back before use, the cannula may weaken and subsequently break upon use.